Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that for the last 6 - 7 months they had been having issues with not being able to make it to the bathroom in time and having to wear depends all the time. Patient said that they had to wear diapers and can't hold it when the received a sudden urge which patient called a tingle. Patient said yesterday was in a lawyer's office and felt that sudden urge however said that by the time got to the restroom they just went all over themselves and got their pants wet. Patient said they were wearing diapers at the time however just soaked right through. Patient also mentioned went to emergency room about a little more than a month ago because their bladder completely seized up, they couldn't pee at all, and were catheterized. Patient called and sent all their information to their healthcare provider and was told that they would look into it however hasn't heard anything back from healthcare provider yet. Patient said has tried different settings and programs however said that it didn't matter what settings they were on, they just go. When asked, patient said they didn't remember if they made any adjustments prior to event with retention. Reviewed therapy information and general programming guidance. Patient said that they did make an adjustment last night. Patient to track adjustments and symptoms. The patient was redirected to their healthcare provider tomorrow morning to further address the issue. And whenever medical attention is required. When asked, the last time patient was seen at healthcare provider's office, patient said last august. Related medical history included that patient reported about two weeks ago they noticed pain at implant site. When asked, no falls or trauma however patient said doesn't know if could have just pulled something or just stiff. Patient redirected to healthcare provider for medical assessment.